Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the cxi support catheter kinked and split, but no section of the device remained inside the patient. These issues occurred during a lower leg angiogram, but they did not lead to any reported serious injuries to the patient.